Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and had low pump flow and would ultimately expire. The patient arrived at the emergency department and fell while ambulating in the parking lot. Emergency room staff started cardiopulmonary resuscitation (CPR) and obtained return of spontaneous circulation. The patient coded again, st-elevation myocardial infarction was called, and the patient was taken to the catheterization lab for percutaneous coronary intervention which was performed to the right coronary artery. The impella cp device was then placed via the right femoral artery. A temporary transvenous pacer was placed as well. The patient was transported to the unit on mcs. It was noted the patient continued to code multiple times from arrival to through the ICU admission. Impella was turned to support level p-0 for approximately one minute as the team made the decision to pronounce the patient. The patient began spontaneously breathing, and the impella cp was restarted with CPR efforts. The nurse stated the was still being coded and suction alarms remained, possibly related to a clot. Suspicion of clot was noted related to spike in motor current when impella was restarted. Patient eventually succumbed to cardiovascular demise; care was withdrawn after approximately nine hours of mcs.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs were reviewed which confirmed the failure mode and clinical narrative. Logs showed low flow occurred after pump started that triggered auto suction response and suction alarms. Next, pump was run with low flow for 6 hours and stopped manually. Pump then was restarted with motor current (mc) spiked followed flow dropped to 0.5 l/min. This event remained to the rest of the case. Product was not returned for review. Patient was deteriorating the entire case with CPR required. Data logs show flows are on the lower side the entire case and trending downwards while on p-6. Suction alarms are continuous throughout. The mc spike occurs at the end of the case with an additional drop in flow. The overall cause of the low flows was most likely patient condition related. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿